Event description:
It was reported during a da vinci surgical procedure, the pk dissecting forceps tips had been misaligned. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The instrument grip tip was bent. One grip was bent, causing side to side misalignment of grips. There was a .035 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded the bent damage may be due to mishandling/misuse. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .049 - .154 in length and not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the main tube scratches if to recur could cause or contribute to an adverse event.